Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative assisted the home patient (hp) in clearing the alarms and initiated a swap of the device. The tsr reviewed the use of continuous ambulatory peritoneal dialysis (capd) to complete therapy until a new machine arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the high drain alarm. A short simulated therapy was performed and passed successfully. No abnormalities were identified during visual inspection, and the device passed all of the functional rite (returned instrument test evaluation) electrical and functional testing. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.